Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified: weight to the spec, orange particles in the surface of the shell, opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the patch/shell bond edge assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device was explanted.